Event description:
A customer reported an issue with a cartridge alarm 30 that occurred during the load process. There was no adverse impact to the customer's blood glucose level. With assistance from technical support, the customer properly reloaded the current cartridge, successfully resumed insulin therapy, and the issue was resolved.